Event description:
A size 5 right femur was opened and implanted during a left tka. Product was removed and replaced with a size 5 left ps non-porous implant. This resulted in a 40-minute surgical delay.

Manufacturer narrative:
Examination was not possible, as the product was not returned. A search of the complaint database found no prior reports for this part and lot number combination. Provided information states a size right was opened during a left tka. Provided information marked on the device experience is marked that the products are not suspected of failing to meet specifications or contributing to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.